Event description:
Reporter states that patient complained of retro-patellar pain. Patient was scoped for impingement on uni-femoral component. No evidence of impingement. Patella was in good condition with evidence of chondromalacia. The scoping showed evidence of polyethylene wear of tibia component. The product is still implanted in the patient.